Event description:
Display is missing segments. An "e" looks like an "s". Customer asked to return meter for further evaluation, and a replacement was provided.

Manufacturer narrative:
Upon receipt of meter, performance testing was conducted which determined that the meter was working within specifications and all segments in the display are present. The complaint was not confirmed.